Event description:
It was reported, that "the cuff started leaking after approximately three hours of use". The device(s) were pre-tested and there was no leakage. As of the date on this report, the involved device(s) have not been returned to the mfg facility for analysis and investigation.